Manufacturer narrative:
(B)(6). The date of manufacture was unknown; therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the compact air drive device was locked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device availability: the device availability was documented as february 20, 2018 in the initial report. The date returned to manufacturer was corrected to february 19, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reverse locking mechanism on the compact air drive device was blocked and the coupling was found to be warped. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and handling of the device, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, it was determined that the device failed pretest for check triggers for forward / reverse mode, check for air leak and check reverse locking mechanism. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the date of manufacture was unknown. The correct date is july 11, 2008. If additional information should become available, a supplemental medwatch report will be sent accordingly.